Event description:
A malfunction code labeled as malf 12 was reported. Customer's glucose level exceeded 500 mg/dl, with the specific value shown as "high." Initially, no action was taken by the customer to address the high glucose levels. Technical support provided information for resetting the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur afterward. Customer was advised to continue using the pump and to call back if any further issues occurred, which the caller acknowledged and understood.